Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the vs101015p was inserted into the patient in the prescribed manner. Shortly there after it was observed via laparoscopic camera that there was a chip off the distal tip of the trocar sheath. The surgeon looking in the abdomen for the missing pieces of the trocar but was unable to locate it. The scrub nurse looked for the missing piece on the mayo stand as well as the packaging. It was not found. Device did fall into the patients cavity and there is the possibility that the missing piece of the trocar sheath fell into the patient and was not found.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tip of the obturator was broken. The distal end of the trocar was damaged. Functional testing was precluded due to the observed damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.